Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete if the results require.

Event description:
It was reported that the device heated up. There was no pt involvement and no allegation of adverse consequences associated with this event.